Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 4.5cm abdominal aortic aneurysm. It was reported that the patient was found to have a short 10 mm neck and calcified (right side). During the index procedure, a proximal type I endoleak was identified on the patient¿s right side. There was no reported action or intervention taken. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related; short and calcified proximal neck); lack of information (cause is unknown); evaluation, conclusion: inherent risk of a procedure (endoleak, bypass); device failure related to patient condition (anatomy related; short and calcified proximal neck); lack of information (cause is unknown).